Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg/ml at 490 mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient¿s pump was being replaced and repositioned in a different location due to infection. There were no known environmental, external or patient factors that may have led or contributed to the issue. The healthcare provider had originally scheduled to replace the pump on (B)(6) 2017 but had to reschedule to (B)(6) 2017 in order to have new medication available. The actions and interventions taken to resolve the issue was the pump was being replaced and positioned in a new location. It was unknown if the issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further patient complications have been reported as a result of this event.